Manufacturer narrative:
The 14f esheath was returned to edwards lifesciences with introducer fully inserted. The returned device was visually inspected, and the following was observed: sheath was fully expanded as designed. Shaft has curvature. Distal tip missing, stretching thought-out distal tip. Slant score line present (presence of radial and axial score lines were unable to be confirmed due to missing tip). Due to condition of the returned device (distal tip torn), no applicable dimensional and functional testing were able to be performed. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed additional similar complaints relating to distal tip torn. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, ''during insertion of the commander delivery system with the valve into the 14fr esheath, a lot of resistance was felt. Upon removal of the devices, it was noticed that the distal tip of the esheath was missing''. Additionally, it was reported that the resistance was experienced ''towards the end of insertion. When it got towards the distal portion''. Per evaluation of the returned device, the sheath distal tip was observed to be torn and separated. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Imagery of patient's anatomy was provided and shows the presence of calcification and tortuosity near the aortic bifurcation. The returned device also showed presence of shaft curvature and scratches, which can be indicative of vessel tortuosity and calcification, respectively. Per the training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification''. Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath inner lumen, while calcification can create a constrained condition at the distal tip, which may lead to increased resistance or an increased potential for the valve struts to catch onto the sheath distal tip during advancement. Additionally, any potential device manipulation may have further torn the tip and led to its separation. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient (calcification, tortuosity) and procedural (excessive manipulation) factors may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A corrective/preventative action (CAPA) was previously initiated to pursue potential process improvement activities regarding tip expansion, which was previously identified in a pra.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral tavr procedure with a 23 mm sapien 3 ultra valve, during insertion of the commander delivery system with the valve into the 14fr esheath, a lot of resistance was felt. Upon removal of the devices, it was noticed that the distal tip of the esheath was missing. The team was unable to find the missing piece by imaging. It is unknown if it is in the patient or outside of the patient. The patient's vitals were fine and there was no adverse reaction. There was no injury to the patient.